Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they got a letter from medtronic. Pt noted they had not been to the doctor yet. Pt turned their medtronic therapy up 6 years ago and they had not bothered it. Now when they turned it up to 6.1 there was no vibration; pt tried all four programs but it did not do nothing for group a. Pt was redirected to hcp and pt said they already did. Pt had an appointment with their hcp on june 3rd through the va. Pt had been suffering for 7 months now, their back was giving them problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that for the last few months, they haven't had any relief. Pt said that they tried to increase the stimulation in all of the groups and has gone through programs 1-4 and has increased all the programs above 6.5 however said they don't feel the stimulation. The issue was not resolved through troubleshooting. The pt was redirected to their healthcare provider to further address the issue. Agent advised to try all the groups and programs and pt stated they had done this already.